Manufacturer narrative:
Concomitant medical products: 507645, lead implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead revision took place three days after the right ventricular (rv) lead was implanted. The rv lead was explanted and replaced and the reason for the lead revision is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had fallen out and the physician wanted to use a new lead at the revision procedure.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead was extrinsically compressed. The analyst noted that visual inspection found the drive shaft lug stuck behind the retraction stop, this indicated that the helix exceeded specification the number of turns during helix retraction, and this is a lead performance failure. If information is provided in the future, a supplemental report will be issued.